Event description:
Optician in portugal reported a pt having pain, red eye, blurred vision, and light sensitivity in left eye. According to the pt, a visit was made to an eye doctor who diagnosed inflammation and pus on the iris. Pt was treated with diclofenac voltaren colirio, moxifloxacino, prednisolona oftalmica, and carbomer oftalmico. The pt claims the doctor relates event to the contact lens. The treating doctor cannot be contacted for further information. Per the optician, the pt is still under treatment and it is unknown if the optician will obtain further information.

Manufacturer narrative:
The returned lens was evaluated and found to be within all specifications, no product defect was found. Medical documentation from the treating doctor was not provided. Based on all information, no causal factors can be determined and no conclusion can be drawn.